Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure at "a few minutes of use", "the end of the fiber has deteriorated" and laser light would "pass as much on the sides as at the end". It is unknown how the procedure was completed. Patient outcome: "ok".

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The failed fiber was exchanged and the second fiber was used to complete the procedure.